Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip, resulting in an inability to properly control joint movement and gripping. Additional findings unrelated to the customer-reported complaint included a segment of the conductor wire protruding from the yaw pulley. A loop of wire was observed extending above the outer surface of the main tube. The wire insulation was intact, and the instrument successfully passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of bent grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument was unable to be controlled by the surgeon, and it would not grip when prompted to. The procedure was completed with no reported injury.